Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient programmer (pp) wouldn't power on. The patient tried changing the batteries about 10 different times. It was noted they were using alkaline batteries and the pp had not gotten wet or been dropped. No patient harm reported. Upon device return, analysis found the digital board was corroded and the device was scrapped due to corroded boards. The patient also reported that their back was bothering them and they had back pain which started on (B)(6) as stimulation was set a little higher than normal and she couldn't turn it down.